Event description:
Per the independent repair center, the customer alleged problem is alarming/red light, key failure is the valve is not shifting.associated malfunction for this device: tank leaking, pc board short circuited.